Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called requesting assistance with programming the replacement. During the call, was found that the she just was released from the hospital. The customer stated that her blood bleeds out of her intestines, and her blood glucose usually drops. However, this time her glucose level went up. The customer stated that she will have a blood transfusion at the end of the week. The caller also mentioned that she passed out a couple of times on monday and wednesday. The customer had hypoglycemia at the time the paramedics arrived to take her to the hospital, but went to the hospital for high blood glucose. Troubleshooting was not performed as customer just wanted to get training on the device. No further information was provided.